Event description:
Reporter applied patch on her thigh above her knee and wore for several hrs, the patch area began to burn. After patch was removed, it remained warm overnight. Her doctor looked at it while she was there for an unrelated visit. He said there was nothing wrong with it, it was just blister burn. She is fine but still has a bruise in area where she removed patch. She has used patch several times previously for her neck and back without any problem and has recommended it to other people.